Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the ipp device is going to be revised on (B)(6) 2019 due to an infection. The patient's issues began in (B)(6) 2019. It is not known at this time what the patient's presenting symptoms were. There are no device issues or malfunctions with the ipp.

Manufacturer narrative:
Infection was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Due to the fact that the damage was consistent with explant the identified leak is not considered a probable cause for the reported event. The other cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. As there was no reported pump issue, based on the reported allegation of infection, the pump activation test failure is not a probable cause for the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The return product analysis did not identify any device issue that could have contributed to this event, therefore, no device issue could be confirmed. A review of the product risk documentation and labeling indicate that infection is an anticipated event and it is documented in the ipp dfu and hazard analysis. Additionally, a review of the manufacturing documentation indicated that the product met all applicable product specifications prior to shipment. Based on the results of the product record review and the product analysis the conclusion code of known inherent risk of device was chosen because the reported adverse event is known and documented in the labeling.

Manufacturer narrative:
Medical device: model number: 72404155, lot number: 1000102660, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the ipp device is going to be revised on (B)(6) 2019 due to an infection. The patient's issues began in (B)(6) 2019. It is not known at this time what the patient's presenting symptoms were. There are no device issues or malfunctions with the ipp.